Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient with an implanted cardiac monitor (icm) presented remotely via merlin.net on (B)(6) 2019. An alert was received for continuous atrial fibrillation (af), missing in the electrogram transmission of (B)(6) 2019. Review of the transmission revealed that an af episode from (B)(6) 2019 was detected; however, no electrograms (egm) was present. Upon review, it was noted that the counters were full and could not store the low priority egm for af events, and no notification was received for this issue. Device download was performed successfully, and the device was cleared. The patient was stable with no reported symptoms.